Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during use, the valve part and the tube part came off and a blood leak occurred. Possible lot numbers: lot number; 0061781769; expiry date 05/05/2024; production date 05/05/2021. Lot number; 0061796024; expiry date 08/23/2024; production date 08/23/2021. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. Visual evaluation was done on the sample and it was noted solvent was present, however, it easily unscrewed from the valve as per drawing it should be bonded. Sample failed specifications therefore defect is confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.